Event description:
The pt reportedly experienced loss of lock between the internal device and external equipment. External equipment was exchanged without resolve. Revision surgery has been scheduled.